Event description:
It was reported that during the superficial femoral artery pta/stent implant procedure, resistance was encountered while removing the delivery catheter over the gudiewire following successful stent deployment. The catheter was removed as a unit with the wire. The procedure was successfully completed. No pt injuries or complications were reported. The pt's condition was reported as 'fine'.